Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller changed the cartridge and infusion set/tubing, resuming insulin delivery. Customer service provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue to use the pump.